Event description:
In addition, the customer reported that the insulin gauge displayed an inaccurate fill estimate of 135 units.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a leak observed on the side of the cartridge which enters the pump. To address the issue, the customer loaded a new cartridge. In addition, the customer reported that the insulin gauge displayed an inaccurate fill estimate of 150 units. Blood glucose level was 135 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.